Manufacturer narrative:
Clarification to d6a. Implant date: early 90's was reported clarification to b3. Date of event: "sick from pain in 2020 and loss of weight in 2023" was reported the event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, other medical-weight loss.

Event description:
Patient reported "rupture", "incapsulated", "loss of weight", "sick from pain", "aches", "not feeling good" and "exchange from textured to smooth breast implants". This record is for the left side. The device was explanted.